Manufacturer narrative:
No evaluation could be performed because the parts were not returned. If the parts are returned, they will be evaluated and a follow up report will be completed. No pt involvement.

Event description:
Unit fell off the wall in showroom.